Manufacturer narrative:
(B)(4). Labeling indicates that: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. Patient indicated that they consulted with their doctor regarding the reaction and the doctor was unable to give any guidance. The patient stated that they still wanted to use the dexcom system. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.